Event description:
Implant date: 2001. It is alleged in a lawsuit, that sometime after implantation, the device became broken, fractured and otherwise failed. The device was explanted at an unknown date. The pt complained of bodily injury, mental anguish, and emotional distress.